Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and failed, due as the battery failed the final battery and initial battery test. Functional tests were performed, and the final battery and initial battery test. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed, finding error related to the complaint. The allegation was confirmed. The probable cause was determined, to be a deflective battery. No injury or medical intervention was reported.

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).